Manufacturer narrative:
The device was returned to olympus for inspection. A root cause was identified. Based on the results of the investigation, it is likely the image was not displayed due to breakage of the image guide bundle from stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the broncho fiber videoscope exhibited breakage of the image guide bundle and no image. There was no patient involvement.